Event description:
Patient is an elderly man with ischemic cardiomyopathy, hypertension, who was implanted with a biventricular ICD recently. The lead migrated and patient developed diaphragmatic stimulation and high threshold in left ventricle lead and no capture with pacing.